Event description:
On 2024-10-16, a perfusionist contacted berlin heart clinical affairs (bh ca) to report a new finding on an apex cannula for children ø 12/9 mm; l 27 cm (lot no. 00125806). The reported finding was a deep groove or cut on the outer surface of the cannula tubing just below the velour portion. Bh ca recommended the clinic shortening the affected cannula section and to use an excor cannula extension set. The clinic cut off the damaged part of the cannula. An excor cannula extension set was inserted into the velour-covered portion of the cannula. The surgeon reported that the connection set could be attached without any problems. The patient was stable throughout. The excor pump maintained complete full fill and ejection and functioned as intended.

Manufacturer narrative:
The apex cannula for children ø 12/9 mm; l 27 cm (lot no. 00125806) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-10-16, (237 days) after the cannula was implanted. The affected section of the cannula was trimmed, and a cannula extension set was inserted as advised by bh ca. We have reviewed the production records of the excor apex cannula, lot no. 00125806. The cannula was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
Incorrect information was inadvertently described in the section b5 of the initial report submitted on 2024-11-12. The incorrect information is as follows: "bh ca recommended the clinic shortening the affected cannula section and to use an excor cannula extension set." Therefore, it has been corrected in the follow-up2 report as follows: "berlin heart gmbh recommended that the clinic perform a complete cannula replacement as per the IFU. However, the clinic decided to shorten the cannula, remove the affected cannula section and to connect an excor cannula extension set."

Manufacturer narrative:
The documentation of the production (DHR - device history record) of the apex cannula for children ø 12/9 mm; l 27 cm; c22a-004 (lot. No. 00125806) was carefully reviewed during the failure investigation. The review of our product documentation confirmed that all manufacturing and testing process steps were performed correctly and according to specifications. No deviations were found. On (B)(6) 2024 the affected cannula section was returned to berlin heart for investigation. A CT scan was performed to analyze the returned cannula section. The evaluation of the CT images shows an initial impact on the outside of the cannula in the transition area to the velour. From this point of damage, a progressive crack can be recognized. The crack propagation is most likely due to the mechanical load over a couple of cycles on the damaged area. A residual cross-section of 1 to 2 mm was still present before the cannulas would have broken through. The beginning of the crack appears to be a locally limited puncture of the cannula surface. The exact cause of the initial impact with the progressive damage could not be determined. The code for component 3036 has been added in the h.6.